Manufacturer narrative:
The lens was received and visually inspected. Results show one broken haptic and an intact optic, suggesting the incision was enlarged to remove the lens. Attempts to obtain additional information from the surgeon have been unsuccessful. The lens met all manufacturing specifications prior to release. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the intraocular lens did not unfold after insertion into the patient's eye. The lens was removed and replaced with a second lens during the same procedure. Surgery date was not reported.